Event description:
The patient procedure was delayed, and re-exposure was required due to user error.

Manufacturer narrative:
A user error was reported when the tube was rotated away from the detector after the first exposure, resulting in a re-exposure and a delay in the patient's procedure. User education was provided as a corrective action. There were no reports of patient harm. If additional information arises, a follow-up MDR will be submitted.